Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. We checked the returned unit and confirmed that the root brace rubber flexible tube chipped, light guide cable broken, ccd module cloudy, insertion flexible tube (ift) buckled, control body cracked, u/d lock lever cracked. Based on the result, we concluded that it was caused due to the ccd module cloudy; however, other failure is not related to the alleged complaint.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy ).